Event description:
Info received indicates the nurse call is not working. No injuries.

Manufacturer narrative:
The account found the sidecomm board was not working. No signs of fluid ingress. The account replaced the sidecomm board to repair the bed.